Event description:
Wire broke off in pt. Customer states that the pt was treated for a rfa ablation of the left greater saphenous vein. The pt returned for post follow up scan four days later. The ultrasound tech found a wire in the gsv where the leg meets the torso. The physician cut down the vein and removed the wire. After the segment of wire was removed, the ostomy was closed and secured w/steri-strips. No medication was given nor was there any additional follow-up.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample is received. Upon review no similar complaints have been filed within the past year. Upon review of the DHR (device history records), there were no issues recorded. The wires are 100% in process inspected for complete welds.